Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer stated that the "effectiveness" of the insulin diminished due to the reported issue; however, this could not be confirmed. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.